Event description:
The facility reported an infusion pump with a failure code 570. It was not known if this occurred while infusing on a patient. The facility representative stated that no patient injury associated with this report and no incident reports have been filed since the last baxter service event.